Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 02/09/2017. Device labeling addresses the reported event of "leak(s)" as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "loss of liquid/ fluid loss to the unit. Resumption of appetite, no liquid removed from the port." The port was removed and replaced.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo. Received port and a separate piece of tubing. A visual inspection was performed and noted the taper type to be taper ii. A single suture was noted in one of the port hole. Scratches were noted on the port septum and the port. Brown discoloration was noted on both pieces of the port tubing. Brown particles were noted on the separate piece of tubing. A port leak test was performed, no leakage was noted. A fill inspection test was performed, and no blockage was noted when fluid was injected into the port septum and port tubing. Under microscopic analysis, the port tubing attached to the access port had a sharp edge, consistent with damage from a surgical tool. Also under microscopic analysis, the ends of the separate piece of port tubing were noted to have sharp edges, consistent with damage from a surgical tool.